Event description:
It is reported that the patient underwent a pectus bar implantation for funnel chest treatment. Subsequently after hospital discharge, the patient was seen at an outpatient clinic on an unknown date with fever due to unknown reasons. Patient received steroids and recovered well.

Manufacturer narrative:
Complaint (B)(4). G2: foreign source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6; h10. This device is sold outside the us and therefore no gudid information exists. This device is considered similar to k212841. The reported event is unconfirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products. Item# jp-0110, lot# 66708431, flat titanium pectus bar 11in.

Event description:
It is further reported that the patient underwent a pectus bar implantation for funnel chest treatment. Subsequently a week after hospital discharge, the patient was seen at an outpatient clinic with fever due to unknown reasons. Patient received prednisone antibiotic and recovered well.